Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the manufacturing record for this particular batch shows that the device met its material, assembly and product specifications. The root cause of the reported complaint cannot be conclusively determined. Product not available for analysis.

Event description:
Clinical study: it was reported that during a coronary artery stenting procedure balloon withdrawal resistance was noted. The index procedure treated three target lesions. The first being a de novo, 75% stenosed 2.25x8mm lesion located in the 1st diagonal branch. Treatment consisted of pre-dilation with a maverick 2.0x15mm balloon and the placement of a 2.25x12mm taxus liberte drug eluting stent deployed at 15 atm's resulting in 0% residual stenosis. The second target lesion was a de novo, 75% stenosed and mildly calcified 3.0x20mm lesion located in the proximal circumflex artery. Treatment consisted of pre-dilation with a maverick 2.5x20mm balloon and the placement of a 3.0x24mm taxus liberte drug eluting stent deployed at 20 atm's with 0% residual stenosis. This target vessel was severely tortuous and balloon withdrawal resistance was noted during the procedure. The third lesion was a de novo, 90% stenosed and ostial 3.5x5mm lesion located in the proximal right coronary artery. Treatment consisted of pre-dilation with a non bsc 3.5x15mm balloon, placement of a 3.5x16mm taxus liberte drug eluting stent deployed at 20 atm's and post dilation with a 3.5x16mm taxus liberte delivery balloon deployed at 22 atm's with 0% residual stenosis. The patient was discharged 1 day post procedure on aspirin and clopidogrel. No patient complications were reported.